Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. It was also noted that the left ventricular (lv) lead impedances were greater than 2000 ohms. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As of today, no additional information has been received. This report will be updated should further information be received.